Manufacturer narrative:
(B)(4)

Event description:
It was reported that a message displayed on the merlin alert summary stating, "unable to process transmission - please contact sjm technical support or your local representative." The error appeared to be related to erroneous parameters detected on the device. Patient was brought into clinic, and programming changes were made.